Event description:
The field service engineer reported to olympus, the video system had no image. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the no image was due to a faulty main board. In addition, there were hit and scratch marks found on the front panel. Scratches and minor cracks were found on the power switch. Scratches were found on top cover. Minor rust and scratches were found on the rear panel. Scratches were also found on the chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.